Event description:
Developed staph aureus toxic shock syndrome following 3 days of tampon use, changing every 6-8 hours. Required ICU intervention x 36 hrs. With hypotension, respiratory distress, sore throat, nausea, vomiting, abdominal coags and hyperbilirubinemia. Required 5 days total hospitalization.